Event description:
Customer's husband reported a high blood glucose event. Caller stated that customer is having issues with the insulin pump. Customer is unable to rewind the insulin pump. The paramedics were called to assist with high blood glucose. The customer was treated with manual injection. Thirty minutes later the blood glucose reading was high. The infusion set had come out of the body and customer was unable to rewind the insulin pump. Customer tried to treat with manual injection; however, she dropped the syringe. The husband called the physician and was advised to go to hospital; the blood glucose reading was over 600 mg/dl. The paramedics were called; customer refused to go to hospital, then changed her mind. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.